Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device did not switch to live video. The color bars were displayed with high luminosity. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that, during set up for a knee arthroscopy, the "camera head" was not working, nothing can be seeing. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.